Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the fingerprint login issue. A technical support specialist (tss) remoted into the stations and suspected the issue was related to knowledge article (ka) v1.11 regarding workflow slowness after an upgrade due to memory spikes. However, the master.txt file showed the station was running an image where the performance issues were fixed in knowledge article. Most errors were related to lumidigm timeouts. The case was added to pi 1390529 and was pending a hotfix release. Until then, rebooting remained the recommended workaround, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, users experienced login issues following a recent upgrade. The customer stated that when attempting to log in, the fingerprint scanner generated a ¿spoof¿ error message. Users were required to attempt fingerprint authentication two to three times before successfully log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.